Event description:
It was reported that during set-up, port 27 register an when an electrode is connected, and the impedance check reads that the port is "open". This was noticed when both electrodes of a twisted pair were plugged in for recording from a muscle and an impedance check read that port 27 was open and no responses from that muscle were recorded. Swapped electrodes and opened a new program and used it as a single electrode and it still read open on the impedance check and did not record anything. No patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3: product analysis found complaint confirmed. Unit came in with a port #27 electrode failure and a cracked housing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.